Manufacturer narrative:
The lead was discarded. It is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was unable to be successfully implanted. Helix was successfully extended and retracted two placement attempts. While suturing, the lead dislodged. Physician attempted to reposition the lead again. Helix was successfully retracted however it would not re extend again. Sales representative suspects broken helix. This lead was therefore removed and replaced after being tested in 3 positions. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.